Event description:
The customer reported 20 mls of fluid leaked from the left side of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses, and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak at pinch valve vl12a. The leak was caused by a hole in the tubing. The fse replaced the tubing and verified that the instrument ran without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).